Event description:
Event description guidant received information that this pacemaker dependent patient was admitted to the hospital due to pre-syncopal symptoms. Ventricular pacing pauses were reported when programmed to vdd mode, and the device was undersensing in the right atrium. The atrial sensitivity was reprogrammed and the device then performed properly in vdd mode. In vvi mode, a noise artifact was observed, resulting in inhibition on the atrial and ventricular channels. A holter monitor recorded ventricular pacing pauses in bipolar and unipolar mode during the night or when the atrial activity slows. The ventricular sensitivity and refractory period was reprogrammed but it did not resolve the ventricular pauses in pacing. The device remains implanted. The patient was sent home from the hospital and advised that another syncopal event could occur.